Manufacturer narrative:
Analysis found the battery post was corroded, and the analyzer failed battery back-up functional testing.

Event description:
The analyzer was returned to the manufacturer¿s service department for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.